Event description:
It was reported to philips that the system was unable to perform exposure, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular procedure was performed by the customer when the issue occurred and the procedure got delayed less than 20mins and completed by moving the patient into another room. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to perform exposure. Review of the system log file showed there was faulty inverter as there was no x-ray. To resolve this issue, fse replaced the power inverter. The defective power inverter was returned to philips for analysis and found that the adaptation process was stopped by an error message indicating an internal inverter fault and observed normal wear and tear. The system was returned to use in good working order. The codes were updated based on the investigation outcome.